Manufacturer narrative:
At the time of this report, the product has not been returned to the manufacturer for investigation. The surgical reports and x-rays were provided and these will be evaluated. The cause for the events reported cannot be ascertained from the info provided. Once the affected products are returned and investigated and the report becomes available, an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a fitmore hip stem b ext. Offs. Size 5, right side, on (B)(6) 2011 and underwent revision surgery on (B)(6) 2012, due to chronic pain and aseptice loosing of the stem. The report stated that the surgeon was able to remove the stem by hand. There was already fair bone remodeling on the femur due to the loosening. Only the stem and head were revised, the acetabular component was still seated very well and the inlay did not show any damage.